Event description:
It was reported that on 7/30/1998, during a nephrostomy procedure, the sheath detached from the connector and was trapped in the muscular tissue. Follow-up from paris on 3/31/1999 revealed the sheath detached in the kidney and was removed during surgery. No product was returned for eval.